Event description:
Complainant alleged that while attempting to monitor a pt (age unknown) in a non-critical condition, the device failed to detect ECG in all leads. The medic attemtped to monitor the pt using the multi-fucntion cable, but was still unable to obtain an ECG signal. The medic was able to obtain an intermittent ECG rhythm by manipulating the cable. There was no other monitor available to the medics. There was no adverse effect on the pt as a result of the reported malfunction.